Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was to be replaced, and premature battery depletion was questioned. Boston scientific technical services (ts) discussed the expected longevity of this device and options for replacement. No adverse patient effects were reported.

Event description:
Additional information was provided that this device was given to the patient; therefore, will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.